Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high threshold measurements on an unknown date. The current threshold value is within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.